Manufacturer narrative:
Correction: a PMA number was not included in the initial report. The PMA number is p03005424.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient called up clinic complaining of device pocket being sore. Follow up in clinic revealed that the device had migrated and skin on the pocket was intact but thin. Patient is pacemaker dependent. Sub-muscular pocket refashioning was performed, device was explanted and replaced in a newly created pocket with device in an antibiotic pouch. Pocket was irrigated with antibacterial solution and closed. Patient was stable during and after procedure and was given oral antibiotics.